Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted in the pt (pxc/lot#05133655, and pxl161007/lot#05159429).

Event description:
As reported, in 2007, this pt was implanted with gore excluder aaa endoprostheses to repair an infrarenal abdominal aortic aneurysm. Six days later, tomography revealed a distal infolding of the trunk-ipsilateral leg component. The following day, the pt underwent a reintervention in which a stent was implanted and the infolding was successfully repaired. The pt was discharged and has recovered.